Event description:
Pt had cardiac bypass grafts x4 on 7/14/97; introducer was placed preoperatively. On 7/16/97, nurse at bedside was monitoring IV fluids and noted oozing of blood and fluids from the catheter dressing site. The dressing was tegaderm and was completely intact. Three holes were noted in the "pleats" of the catheter. No problems, i.e., air embolism or infection noted for pt. Line dc'd. Staff was questioned and no one had removed the dressing or had shaved the pt. The largest "hole" had an appearance like it had been nicked.